Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed but the exact cause is unknown. One 22 ga x 0.75 in safestep infusion set was returned in opened packaging for investigation. A sharp bend was observed in the needle shaft where it extended from the base of the safety mechanism. No evidence of use was present. The needle cover and white dust cap were present on the device. The packaging contained lot: ascrs0230. The clear portion of the tray packaging showed evidence of compression and wrinkling. Microscopic observation of the needle bevel revealed no apparent damage. The safety mechanism could not be activated due to the bend in the needle. Pliers were used to straighten the needle in order to activate the safety mechanism successfully over the needle. Based on the condition of the returned sample, possible contributing factors include damage during handling and storage. Since a sharp bend in the needle was present, the complaint is confirmed. A lot history review (lhr) of ascrs0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately after opening the package, the bent of the needle was found. There was no reported patient involvement. (B)(6) 2019: the returned sample confirmed the bend in the needle which prevented activation of the safety mechanism.